Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headaches"), ovarian cyst ("left ovarian cysts") and adnexa uteri cyst ("paratubal cysts") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy( bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menorrhagia, migraine, headache, weight decreased, ovarian cyst, adnexa uteri cyst and weight increased outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Previously reported event injury to herself were updated to pelvic pain/chronic, dyspareunia, abdominal pain, menorrhagia, migraine, headaches, weight loss ,weight gain, left ovarian cysts, paratubal cysts, essure confirmation test(s) conducted, specify: no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('left ovarian cysts') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant) and the first episode of adnexa uteri cyst ("paratubal cysts"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia\dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia\abnormal bleeding (menorrhagia)"), migraine ("migraine\migraines / headaches"), headache ("headaches"), the second episode of adnexa uteri cyst ("paratubal cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain\left lower quadrant abdominal") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy( bilateral), d&c and left ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the genital haemorrhage, ovarian cyst, menorrhagia, migraine, headache, weight decreased, the last episode of adnexa uteri cyst, weight increased, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased, weight increased, the first episode of adnexa uteri cyst and the second episode of adnexa uteri cyst to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (as written per ppf, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: lawyer was added. New events- abnormal bleeding (general), abnormal bleeding (vaginal), left lower quadrant abdominal pain, paratubal cyst were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.